Manufacturer narrative:
All product history records are quality reviewed prior to product release. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported, via medwatch report (mw5102540), having experienced blurry vision, increased astigmatism, higher order aberrations, poor night vision, dry eye, floaters and blepharitis after lasik surgery. The patient underwent lasik surgery for moderate myopia and low astigmatism. The patient¿s vision has been blurry since surgery. The procedure increased astigmatism and the patient needs glasses again. The patient is experiencing higher order aberrations (ghosting, glare, starbursts) that is not correctable with glasses and only partially correctable with scleral lenses. The patient¿s night vision used to be excellent and is now very poor. The patient developed dozens of dark eye floaters in both eyes one week post surgery. The patient was diagnosed with blepharitis and dry eyes that were not present before the surgery. Only little improvement in symptoms have been reported since surgery even with prescribed treatment. There are two related reports for this patient. This report addresses the reporter¿s right eye and another manufacturer report will be filed for the fellow eye.